Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a history of pulmonary embolism, but all coagulation studies were unremarkable. The patient's inr goal at the time of the lactate dehydrogenase (ldh) increase was 2-3 and his inr beginning on (B)(6) 2015 was 2.1, 2.3, 2.4 ,2.8. The patient was on a heparin gtt until inr became therapeutic, but with the increase in the patient's ldh, the heparin gtt was started back. The patient's ldh initially increased to 467 u/l on (B)(6) 2015 with the highest result at 663 u/l on (B)(6) 2015. The patient's ldh continued to trend down and on the day of discharge, ldh was at 396 u/l. The patient was requiring oxygen and exhibiting signs and symptoms of right heart failure, including severe shortness of breath, weakness, and fluid retention. Inotropes were restarted during hospitalization and the patient's symptoms improved as well as ldh. The patient was weaned off inotropes and sent home. The patient continues to improve slowly and the most recent ldh measurement from (B)(6) 2015 was 448 u/l.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient developed volume overload, bilateral lower extremity edema 1+ and jugular venous distention despite inotrope use since (B)(6) 2015. A complication of right heart failure was captured for the event. It was also reported that the patient either had hemolysis, worsening heart failure or inability to decompress the left ventricle. A complication of device thrombosis was also captured for the event. The patient was on heparin at the time of the event. No further information was provided.